Manufacturer narrative:
Device mfg date now provided.software investigation completed. Reported issue is not a failure. Whenever the transmitter is unplugged and replugged, the software automatically rereads all of the transmitter's information out of the transmitter's memory. This can take as long as 45 seconds. The site did not wait long enough for the memory to be read. Software is functioning as designed.

Manufacturer narrative:
Device manufacturing date is unavailable.a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further relevant issues reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure the navigation system became unresponsive after the site plugged the emitter back into the system. The site opted to unplug the emitter to avoid fluoroscopy interference. The site rebooted the navigation system to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no reported delay due to this issue. There was no impact on patient outcome.